Manufacturer narrative:
Sample was serum. Qc for the past few weeks showed some low results but not to the extent of the incorrect patient result. A field service engineer (fse) was on site and replaced the reagent pump. Although hardware issues were addressed, a definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low phosphorous (phosm) result generated by synchron lx 20 pro clinical system for one patient sample. Subsequent testing on different instrument produced higher result. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.